Event description:
It was reported that the patients implantable pulse generator (ipg) had migrated which was confirmed through an imaging. Additionally, the patient could no longer charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.